Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? No additional information is available.

Event description:
It was reported that during an unknown urology procedure the device fired once, retracted, but would not open. It is unknown how the device was removed. The procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56d1r. Device evaluation: the analysis found that one psee45a device was returned with no apparent damage and with one ecr45d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.